Manufacturer narrative:
The reported failure of vent service required error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. No patient harm or injury was reported. The device was evaluated at a third-party service center. During bench run- in testing, a ¿vent service required¿ alarm was observed. The device log files were successfully downloaded and reviewed in full. Review of the logs identified a ¿vent service required¿ error indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors. The air pathway was inspected for environmental debris and contamination; no debris or contamination was identified. As a precautionary measure, the machine flow sensor was replaced. Subsequent bench run-in testing was performed, and no additional alarms were observed. Internal and external inspections of the device were completed, with no cosmetic damage identified. As part of preventive maintenance, the particulate filter, air inlet foam filter, and muffler assembly were replaced. The device passed all functional testing.